Event description:
It was reported that a pt sustained a burn as a result of hair removal treatment with a lightsheer duet laser.

Manufacturer narrative:
A review of the reported event by a lumenis medical subject matter expert concluded the root cause to be failure of the device operator to properly shave and clear the treatment area as directed in the product labeling.